Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant product(s): - 00631005028 liner 10 degree elevated rim 28 mm i.d. 61021838. A 00801802801 femoral head sterile 61111759. A 00786401300 femoral stem press-fit collarless 12/14 neck 61053606. A 00620205422 shell porous with cluster holes 54 mm 61111145. Multiple MDR reports were filed for this event, please see associated reports.

Event description:
It was reported that the patient alleges to have osteolysis post-implantation.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04382-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.